Event description:
Additional information indicated that the invoice date for the pump was (B)(6) 2008.

Event description:
It was reported that the pump was implanted after the use before date (ubd). The pump was implanted 2009-(B)(6) but the ubd was 2009-(B)(6). The pump was used to infuse prialt (ziconitide, snx-111), morphine (unknown), demerol (meperidine), and dilaudid (hydromorphone). No intervention or outcome reported for this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8832, serial# (B)(4), product type programmer, patient. Product ID 8731sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).